Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The generator drive board and the power supply were replaced during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not make an exposure. This resulted in an intermittent, recoverable loss of imaging functionality. This could result ina procedural delay. There is no report of injury or death associated with this event.